Manufacturer narrative:
Concomitant products : product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that troubleshooting was needed for the patient programmer (pp) and recharger. Poor communication screen displayed on the pp. The recharger was not able to communicate; poor telemetry or no telemetry with recharging. There was a recharging issue. The patient last felt stimulation yesterday. The last successful recharge session was three days ago. The patient was unable to charge. During the report the patient positioned the antenna over the implantable neurostimulator (ins) and saw the reposition antenna. Repositioning the antenna did not resolve the event. Another external device would not communicate. It was noted the patient doesn't have a doctor due to the doctor retiring or moving. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.